Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. During the visual inspection performed by biomed technician, the rust and metal debris in the raceway assembly were noted and the pump rotor ball bearing found to be defective due to the fluid ingress in the raceway assembly. The damaged pump rotor was replaced to address the issue. The console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The console was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm console sn (B)(4).

Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. During the visual inspection performed by biomed technician, the pump rotor ball bearing was found to be defective. The damaged pump rotor was replaced to address the issue. The console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The console was placed back into service. All service records will be retained by the customer.

Event description:
It was reported that customer observed a damaged pump rotor head on the thermogard xp ivtm console. No additional information was provided. No known impact or consequence to patient information was available.